Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.

Event description:
The reporter alleges the bolus recommendations provided by the blood glucose monitor are not accurate. No adverse event was reported. The blood glucose monitor is not expected to be returned for product evaluation.